Event description:
Customer reported that cartridge alarm 20. Although the alarm was not able to be confirmed, there was no adverse impact to the customer's blood glucose level. No corrective action was taken as the customer declined a callback from technical support.